Event description:
Revision surgery - the posterior stabilized (ps) post of the ps tibial insert was broken off and the poly was disengaged from the tibia. The underside of the poly was worn; the reference number and lot number were illegible.

Manufacturer narrative:
The reason for the revision surgery was a broken posterior stabilized (ps) post and a disengaged insert with backside wear after 14 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The receiver for this lot shows the resin specified and used was granular umhwpe ruhrchemie (gur), gur 4150. The "4" indicates the material contained stearates which was industry standard at the time this device was manufactured. It was later found the presence of stearates increased the chance of delamination and a decrease in mechanical properties due to oxidation. This could have contributed to the ps post fracture. Djo replaced the gur 4150 resin with gur 1050 in approximately (B)(6) 1998. Because no components were returned it is not possible to determine if there was significant oxidation and/or delamination in the area of the post failure. A review of the product complaint report history showed there are four previous complaints against the 360-11-008 implant. Three involve a broken post and one involves wear. (B)(4) involves a broken post from the same lot, 339471. The root cause for the broken post and liner disengagement is most likely loading on the posterior and/or anterior face of the ps post in excess of material limits. This type of loading can occur during deep flexion or hyperextension motion when the femur cam contacts the ps post to provide significant support and stability. Patient information such as weight and history of trauma were not provided with this complaint. These factors along with repeated high loading in flexion or hyperextension, high activity level (heavy lifting or high impact), improper seating of the insert or attachment screw during primary surgery, and/or component positioning could have contributed to the failure. Because the insert was not returned the root cause of the backside wear cannot be determined with confidence. It is unknown if it occurred prior to disengagement/ps post fracture or after. There are no indications of a product or process issue affecting implant safety or effectiveness.